Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station screen unresponsible. A field service engineer contacted the site to verify the reported issue and confirmed that it has been resolved independently. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station screen unresponsible. A customer indicated that a delay in the patient's procedure occurred because the screen was unresponsive. There were no adverse events or injuries reported based on this event.